Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 564 mg/dl and at the time of incident the blood glucose value was 437 mg/dl. Customer also reported insulin flow block alarm after troubleshooting and was able to fix it by replacing infusion set. Customer stated that they had tried all remedies. Customer declined to troubleshoot the high blood glucose. Customer stated that as soon as they end their conversation she will do the manual insulin. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. (B)(4).